Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Our fse (field service engineer) was on-site to investigate the issue further and found out that control circuit board required replacement. The unit was tested and it passed all functional and safety tests and was returned for clinical use. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).